Event description:
Reportedly, dr found that the ventilator did not audibly alarm while there was a visual alarm with error message. This incident was found during the testing of the device. The ventilator continued to ventilate normally even though alarm did not sound. There was no pt involvement in this case. However, if it were to recur, a caregiver would not be alerted in the case that the ventilator goes wrong.